Manufacturer narrative:
No complaint was received with the return of the lead. Failure event was observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 6.2 cm. A full breach insulation degradation was noted at 4.5 cm from the connector pin. Surface cracking to outer insulation was noted at this location. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.